Manufacturer narrative:
(B)(4). During lab investigation of complaint # (B)(4) a damaged connector was detected. This complaint was opened to track and trend this observation. A review for similar complaints was performed, one similar complaint was found. No evidence was provided that this failure was noticed within the initial complaint report. The manufacturer`s review of the quality control process indicated that a 100% functional inspection for leakage is conducted during manufacturing. The information obtained so far in this investigation would confirm that the device met its specification at the time of manufacturing and therefore all damages found on the product are due to excessive or inadequate external physical force that was exerted on the product after the release. The exact root-cause which led to the described failure could not be identified. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination no significant risk has been identified as there was no patient impacted regarding this issue. Also it was assessed that should the malfunction recur, it is not likely to contribute to death or serious injury. Thus, this complaint can be closed as no further actions are warranted.

Event description:
During lab investigation of complaint # (B)(4) a damaged connector was detected. This complaint was opened to track and trend this observation. (B)(4).